Event description:
In 10/2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 01/04, the vad coordinator contacted the manufacturer reporting that a pt at home had called in with intermittent yellow wrench and red heart alarms. This happened when the pt was bending into certain positions. The pt was instructed to come into hospital for evaluation. The pt arrived at the hosp and placed onto a system monitor. The alarms were able to be reproduced when the pt was asked to hold their breath, after increasing intrathoracic pressure, alarm noted low flow. The perfusionist down loaded motor waveforms at that time, and sent them to the MFR for analysis. The vad coordinator also stated that the pt had renal dysfunction, and appeared "dry". Diuretics were decreased per the physician's orders. Three days earlier, the pt flows were 3.5-4.0 and now at 4.0-5.0, auto mode, rate 80's, sv 80. The pt's b/p 118-120/70. The pt remains on lvad support while awaiting a heart transplant.